Manufacturer narrative:
During evaluation of the device stryker observed the device was not delivering energy as expected. Investigation found the red terminal of capacitor was not connected to j17.this device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the did not device deliver defibrillation energy as expected. As a result, defibrillation therapy may be delayed or unavailable, if needed.